Event description:
It was reported that the patient experienced shortness of breath due to a recurrent atrial tachycardia in which this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for an atrial driven rhythm. The patient was admitted to the health care facility and the device delivered a shoch which terminated the atrial tachycardia. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced shortness of breath due to a recurrent atrial tachycardia in which this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for an atrial driven rhythm. The patient was admitted to the health care facility and the device delivered a shoch which terminated the atrial tachycardia. Additional information was received indicating that this device delivered 1 anti-tachycardia pacing (atp) and 3 more inappropriate shocks. Programming enhancements were performed. This device remains in service. No additional adverse patient effects were reported.